Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 47 mg/dl, 101 mg/dl, 31 mg/dl, 69 mg/dl, and 55 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B)(4) was returned and tested with returned test strips lot # 0926122 . The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings of 47 mg/dl, 101 mg/dl, 31 mg/dl, 69 mg/dl, and 55 mg/dl were found in the device's internal memory log within 10 minutes.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Corrected data: test strip lot # 1006130 was returned and tested. Test strip lot # 0926122 was not returned or tested and was included in error.